Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was an issue with the device: speaker malfunction. It is unknown if there was sound produced by the speaker. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. The speaker was confirmed to be functioning per specification , however the bench replaced speaker to update per current process. The device was operational after repairs were completed and returned to customer .